Event description:
It was initially reported that the healthcare provider (hcp) had reduced the patient's dilaudid prescription by 50% in her pump in accordance to (B)(6) of 2007 that closely mandates narcotic medications. Hcp advised patient of potential withdrawal symptoms that she may experience. On (B)(6) 2012, it was reported that patient had experienced more pain from decreased dose. As of the date of this report, it was stated that patient had had problem with the dilaudid causing dangerous side effects and the doctors told her that they cannot have more than 4 mg in her pump due to granulomas. Patient had 17 to 26 mg previously and they brought her down to change dilaudid to fentanyl. It was added that patient was in the hospital for 8 days in "massive withdrawal". She was given dilaudid tablets and was still feeling badly. A full-body MRI was performed to see if there was another problem with pump. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional informaton was reported that the patient was also experiencing underdose.

Manufacturer narrative:
(B)(4).

Event description:
The following information was previously reported under manufacturer report # 3007566237-2014-01877: [it was reported when the patient was "first implanted", they had dilaudid in their pump. A law was passed in 2011 or 2012 and their healthcare professional (hcp) decreased the dilaudid due to the law. At that time, their pain symptoms came back. The hcp decided to try fentanyl in the pump since the lower dose of dilaudid was not effective for the patient. Dilaudid was removed from the pump on (B)(6) 2011. After the dilaudid was removed, the patient "observed withdrawal symptoms" and was hospitalized. Three days after the drug removal, fentanyl was put in the pump. The patient was then hospitalized again due to a reaction to the fentanyl. The patient experienced confused and disorientation with the fentanyl. After that time, the hcp decided to put dilaudid back into the pump but, tapered it down with the goal of just having saline in the pump to determine whether the patient wanted to have the pump removed. The patients back and neck pain were still present due to having less medication than they were used to. Bupivacaine was also noted to have been in the pump. It was further reported the patient had concerns with their device or therapy but was working with their hcp or manufacturer representative.] All information pertaining to this event will now be reported under this manufacturer report # (3004209178-2012-04210).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).